Event description:
The customer reported that the gastrointestinal videoscope exhibited an unexpected contamination. During an esophagogastroduodenoscopy (egd) with balloon dilation and biopsy, it was discovered that the scope had been used on a patient diagnosed with creutzfeldt-jakob disease (cjd), resulting in potential contamination of the device. The procedure was completed with the same device. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.